Event description:
Boston scientific received information that during the device replacement procedure, the setscrew was loosened but the competitive lead was stuck in the device header. The physician attempted to remove the lead, but the insulation separated and the conductor coil was exposed. The lead was surgically abandoned. A new lead was implanted with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The device was not expected to be returned for laboratory analysis, so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.